Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported by the sales representative that one box of the excel (B)(4) curved extended micro has four tips. The customer used a total of 3 tips. The first tip appeared blocked prior to starting the surgery. The customer tried to clear it with a stylet but could not. This first tip was discarded. They replaced the first tip with a second tip and attached it to the handpiece. This second tip also appeared to be blocked from the start. The customer could not get the stylet through. There was an approximately 5-10 minute delay in surgery (time it took to change the tips). The third tip was successfully used. There was no patient injury or adverse event reported. The case was successfully completed.